Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced loss of dexcom g7 continuous glucose monitor (cgm) connectivity with an ilet pump after normal operation, and the user was guided troubleshooting by toggling the settings and restarting the sensor with the same four-digit code, with education that successful pairing will take some time. Symptoms included absence of cgm data on the pump display. Outcomes included no alarms, no need for medical intervention. User support included customer interview and guided troubleshooting and education. Investigation of this case revealed a communication interruption between the pump and cgm transmitter that was addressed through settings reconfiguration and sensor restart. It was concluded, based on previously established findings for similar reports, that the cause was likely a temporary cgm¿pump communication issue resolved by user-level corrective actions.